Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The customer confirmed the reported tidal volume issue. The customer ran the short self test (sst) and the extended self test (est) and both passed. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported moving high tidal volume during delivery test failed. There was no patient involvement.